Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. The customer changed all supplies and resumed insulin delivery. Reportedly, the customer believes occlusion alarms were due to the infusion set site but this could not be confirmed as events occurred in the past. The customer's blood glucose reached 504-539 mg/dl which was addressed with a complete supply change and a manual injection.